Event description:
It was reported that during implant the set screw on the implantable pulse generator (ipg) would not lock. Another device was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned medtronic torque wrench was used to tighten the rv setscrew for prelim testing. No fault was found with the torque wrench in it's ability to lock and unlock the rv setscrew.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. (B)(4).